Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient was readmitted to the hospital for the re-operation on (B)(6) 2014. The patient is currently in a coma.

Manufacturer narrative:
(B)(4). It was reported that the patient had septic shock, possibly, originated by the fistula and the patient passed away.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on an unknown date and mesh was implanted. The second day after the surgery the patient developed adhesions to the intestinal loops and was admitted with septic shock and a distended abdomen with a peritoneal reaction. A laparotomy was performed. The surgeon found corrosion of the loops and perforation of the small intestine. Suture was used to close the intestines. A drain and reservoir were used. The intestinal fistula was surgically closed and the patient was hospitalized in the intensive care unit. Additional information was requested.

Manufacturer narrative:
On (B)(4) 2014, information was received that the patient was in a coma. On (B)(6) 2014, the patient passed away.

Manufacturer narrative:
It was reported that the initial procedure was performed (B)(6) 2014 and re-operation was performed on (B)(6) 2014.

Manufacturer narrative:
It was reported that the patient¿s cause of death was refractory septic shock, peritonitis.